Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. However, the definitive root cause was unable to be determined and the foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): "IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. It was discovered the distal end insulation failed causing a j-tube to be clogged, and the distal end cover to be cracked. Despite the weak jet stream coming out, it was noted that j-channel seems partially clogged. The likely fault was a result of insufficient cleaning. The following events were also identified and are as follows: (a.) Due to wear of fe lever, up/down (u/d) knob cannot be locked securely, (b.) The air/water cylinder (aw-cylinder) had discoloration, (c.) The suction cylinder (s-cylinder) had discoloration, (d.) The grip had a scratch, (e.) The scope cover (s-cover) was deformed, (f.) The switch box had a scratch, (g.) The scope connector cover had a scratch, (h.) The plug unit was deformed, (I.) Due to adhesive peeling on bending section cover or distal end (a-rubber), the insulation resistance value at distal end does not meet the standard value, (j.) Due to clogging of the jejunum (j-tube), normal water supply is not performed, (k.) Due to wear of angle wire, bending angle in down/ up/left direction does not meet the standard value, (l.) Due to wear of the angle wire, the play of the right/left knob is out of the standard value, (m.) Due to a dent on the bending tube, bending angle in the up direction exceeds the standard value, (n.) The plastic distal end cover had a crack, (o.) And the bending section cover or distal end cover had a crack, damage or deformation of parts. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera iii colonovideoscope was returned to olympus, with a customer concern of additional flushing and the channel is tight. Even after multiple cleaning. The defect occurred during the check as part of the reprocessing. No patient or procedure was involved. Device evaluation found clogged j-tube (jet/water tube) , due to clogging normal water supply was not performed. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.